Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging the ins too frequently and that the battery was depleting quickly. It was reviewed that program parameters, recharge frequency and whether or not the patient charges to 100% can all affect battery depletion. The patient spoke to the rep who said that the 'device might be dying from normal battery depletion, and that could be why it is depleting.' The patient was redirected to follow up with their hcp to determine approximate charging intervals and discuss potential battery depletion. No further complications were reported.